Manufacturer narrative:
The longevity assessment of the programming history shows actual device longevity to be within the expected range. The device should not have been reported as there is no allegation against the device.

Manufacturer narrative:
Date of event is unknown.

Event description:
It was reported that the elective replacement indicator (eri) message displayed for the ipg. It is unknown if the ipg depleted prematurely. In turn, surgical intervention may be pending to address the issue.